Event description:
The patient experienced a spike in their blood pressure and their leads were subsequently removed five days after lead placement.

Manufacturer narrative:
A review of the device history record was performed and no anomalies were found. The complaint reports that the patient experienced a spike in their blood pressure and their leads were subsequently removed five days after lead placement. Per an update from a representative in contact with the patient, the patient reportedly has a history of experiencing spikes in blood pressure when receiving injections (e.g., steroid injections) and during other uses of needles. The patient was reportedly "doing fine" and was not experiencing any issues or concerns on the day after lead placement, per a check-in documented on that day, other than disconnection of his magnetic coupler during the prior evening. However, correspondence that was later attached to the complaint submission suggests that the patient's blood pressure spike reportedly lasted from the day that the patient underwent lead placement until the day that their lead was removed. Therefore, it is unclear whether the issue in this complaint could be related to use of needles during lead placement. Note that the patient reportedly received a single lead targeting the suprascapular nerve, and there is no anticipated stimulation pathway at this location that is known to be capable of directly impacting blood pressure. Given that the patient previously experienced blood pressure spikes prior to sprint treatment, it is possible that the issue in this complaint may have been associated with the patient's pre-existing medical history unrelated to sprint. It is also possible that numerous other common causes of hypertension may have caused or contributed to the issue reported in this complaint (e.g., stress, anxiety, diet, physical activity, medications, acute pain, other medical conditions, etc.). It is not suspected that the sprint product was faulty or had any specific deficiency based on the information available in this report. Given that the patient's blood pressure reportedly normalized after their lead was removed and there were no other reported treatments for the issue, no lasting effects are anticipated, and no further investigation is required. It is unclear from the information available whether there was a causal relationship between the issue and sprint treatment.